Event description:
According to the reporter: patient was already off anesthesia and ready to be wheeled out to recovery and the suture fractured and the incision opened, patient had to be re-sutured.

Manufacturer narrative:
(B)(4).